Event description:
It was reported that the atrial electrograms during mode switch appeared abnormal with possible far field r-wave (ffrw) oversensing after each ventricular pace. It was difficult to determine if there were true at/af episodes or retrograde. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2007. (B)(4).